Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the scs ipg as recommended. A company representative met with the patient and confirmed the patient's scs ipg was inoperable. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient had her scs ipg replaced with a non-rechargeable ipg.